Manufacturer narrative:
(B)(4): physio-control evaluated the device and was able to verify the reported failure. Physio-control observed evidence of water ingress with this device; however, there was no link established between the ingress of water and the failure to deliver defibrillation energy. Because of the observed water inside the device, physio denied service on the device. The cause of the reported failure could not be conclusively determined.

Event description:
The customer reported that the display on their device was no longer functional. Additionally, it was reported that the device was unable to deliver defibrillation energy during testing and there was a critical event code logged in the device.there was no patient use associated with the reported failure.